Event description:
A patient reported experiencing inaccurate high results with an otu meter. The patient's blood glucose results were 179mg/dl, 312mg/dl. Tests were done within 1 minute with a difference of 48%. Patient did not experience any adverse events. No further information has been reported.